Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was grinding noise while priming. The blood glucose value was unknown. The product will not return for the analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device primed properly. No unexpected low battery alarm anomalies noted. No unexpected e/a alarm anomalies noted. (B)(4).